Event description:
It was reported that balloon rupture occurred. A 6.0 x 200mm, 135cm mustang balloon catheter was advanced for dilatation. However, on the initial inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.